Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle retraction problem. The following information was provided by the initial reporter: the safety feature did not work corr ectly.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the safety feature did not work correctly could not be confirmed from the representative 24ga insyte-n autoguard units from lot number 4219459 that were provided for investigation. A functional test of the returned units revealed that the needle fully retracted when the safety mechanism was activated. No damage or defects associated with the manufacturing process could be identified on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.